Manufacturer narrative:
(B)(4). (B)(6). A request for the return of the device has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a 250 ml eva bag leaked from its seam, near the injection port. This occurred during filling with abraxane (non-baxter). There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection and leak testing were performed. The bag was flushed and filled with water; no leaks were identified during evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.